Manufacturer narrative:
The 7f amplatzer torqvue delivery system was received at sjm and decontaminated. The sheath, delivery cable, and vise were each grossly examined. The sheath tip was malformed and presented in a weakened state; this is consistent with retraction technique. Due to the malformed, weakened tip, no test retraction or deployment could be reasonably performed. There were no anomalies noted on the delivery cable or vise. Sjm could not evaluate the aso involved in this incident since it was not returned to us. Sjm provides and recommends using an amplatzer exchange system if a delivery system needs to be upsized or becomes damaged.

Event description:
During implantation it was not possible to withdraw the device into the 7f amplatzer torqvue 45 delivery system (dtv45) sheath due to inversion of the sheath tip. The dtv45 sheath was removed from the patient. The patient was sent to cardiac surgery where the device was removed and the defect was closed.